Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and adjusted the tubing between the solenoid and outlet manifold. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, an 840 ventilator was in safety valve open. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.